Event description:
Notified by medical dir of this complaint. Complaint described as "the lines are coming apart at the heparin line which is pulling out of the connector". Telephone message left at facility for return telephone call from d.o.n. Message left with administrator also. Received the following info: a leak of the heparin line and the tubing tee connector occurred approx one hr into dialysis. Estimated blood loss reported was 20-30 cc. There was no adverse effects to the pt. Medical intervention (vancomycin prophylactically) prescribed by the physician. There was no reported change in the pt's hematocrit or hemoglobin. Actual complaint sample is available for evaluation and has been requested. It was noted that after rinseback (of pt's blood) the complaint bloodline could be easily separated at the heparin t-line connection. MDR filed on reported blood loss.